Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
On (B)(6) 2026, while administering a blood transfusion, a nurse discovered that the connection between the indwelling needle and the transfusion set had broken, causing backflow of blood and an interruption in the fluid flow. The nurse then replaced it with a single-use intravenous indwelling needle, which functioned normally and did not result in any harm.